Event description:
On (B)(6) 2013 at the ssu at maquet (B)(4) in (B)(6) reported that the vacuum was unstable on the vacuum controller (vavd) serial number(sn): (B)(4). (B)(4).

Manufacturer narrative:
(B)(4). Service report (B)(4) was generated for this event. The stamp and cylinder were found to be defective and were replaced. Maintenance was performed per the service protocol. (B)(4).